Manufacturer narrative:
The investigation into this report is on-going. As additional information is obtained a supplemental report will be filed. (B)(4).

Event description:
A report received from (B)(4) stated an 840 ventilator's tubing was disconnected from a patient's nasogastric (ng) tube for repositioning of the ng tube. Upon reconnecting the ventilator tubing to the ng tube, it was noticed that the ventilator did not resume ventilation. It was reported that the screen was locked and the ventilator displayed "connect patient". The patient was removed from the device and placed on an alternate ventilator. During a follow-up with the user facility, it was found that there was no injury to the patient as a result of the event.